Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event country the united states. It was reported that the patient went to emergency room and was subsequently hospitalized due to hyperglycemia on (B)(6) 2026 with the value of 620 mg/dl and elevated ketones and was treated with intavenous and fluids of saline and insulin and patient had been using only two sites infusion set and willing to rotate to more locations, hence limited site rotation can cause occlusion no further information available